Event description:
On 10/15/96, a bhcg result of o miu/ml was reported out. The test was ordered through an ER as a stat. The sample had been drawn in an sst tube and was poured in to an aliquot tube before testing. There was no note of lipemial or hemolysis in the sample, and a flag was not generated with the result. On 10/16/96, the pt was tested for bhcg and a result of 2500 miu/ml was reported. The result obtained on 10/15/96 was then questioned by the physician. A previous bhcg result of 7000 miu/ml had been reported 10/13/96. The pt's diagnosed was spontaneous abortion. The referenced laboratory is not sure if the pt had a d&c, but stated that the bhcg was approx. 1100 miu/ml on the last week of october and was going down slowly.

Manufacturer narrative:
Investigation summary: the event represented is not addressed in the device labeling. A malfunction did occur. This reportable MDR event was investigated as part of an ongoing study of the axsym system by abbott into the causative reason for malfunctions. Results of the investigation yielded a number of system enhancements implemented on customer units. Imkprovements included axsym system software version 3.0 with enhanced algorithm for fluid detection, new buffer tubing and seal fittings which reduced bubbles forming in tubing lines, modifications to the liquied level sense board to decrease sensitivity of the instruement to electrostatic discharge, and packaging modifications for added protection to probes. In addition, abbott has emphasized to our customers that correct operating procedures must be followed to ensure optimal performance of the axsym system. Areas that were emphasized inlcuded probe crash recovery procedure, recommended tube size and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample and reagent handling. This is the final report.